Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system's stimulation therapy efficacy had diminished. Consequently, surgical intervention was taken and the patient's physician added two additional leads to cover the patient's pain pattern. Effective stimulation therapy was reportedly restored postoperatively.